Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and confirmed the pre-test findings of heat. The assignable root cause was attributed to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
During service and repair pre-testing, it was observed that the attachment device had "high temperature." The event was not related to surgery. There was no patient involvement. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.